Event description:
The console was alarming "check iab circuit"- no visible problem with the iabp. Console changed as it kept alarming. Same message received. Blood noted in tubing - ballon removed. Patient's bp dropped to 80's systolic. Patient was stabilized with IV pressors.